Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occured. The leak was visually observed as soon as blood hit the dialyzer. Estimated blood loss was 100 cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.